Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 220 mg/dl. It was reported that customer was in a vehicular accident and was the driver. Customer reported of being very active and then taking a bolus which may have caused low blood glucose of 25 mg/dl. Customer treated low blood glucose with IV glucose and glucagon. Customer was advised to follow up with healthcare professional.